Manufacturer narrative:
Manufacturing investigation evaluation: the ratchet t-handle (03.632.090) was returned because the adapter shaft was able to unthread from the internal gear in the ratchet mechanism. This shaft is welded to the gear. The area of the shaft appeared to have broken loose from the weld joint at the j4-28-2a minor diameter. These instruments are torque tested to snm in both directions to ensure the instrument can withstand up to 15nm of torque. It is likely that over 15nm of torque was applied during usage, which may have led to the complaint condition. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. The initial reporter advised that the event date was (B)(6), while the date of awareness was (B)(6). Based upon the reported event, these dates appear to have been reversed. Efforts are being made to clarify. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: august 23, 2011 avalign technologies ¿ nemcomed manufactured the ratchet t-handle 6mm qc, part number (B)(4), lot number 6652115. The supplier¿s certificate of compliance (dated august 17, 2011) indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number. No material record reviews or non-conformance reports were generated for this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a screwdriver, which is composed of a t-handle, shaft, and matrix sleeve, was not inserting screws properly during a surgical procedure. At one point during the procedure, the handle completely came off. It was later found that the shaft portion, which is used to insert the long screwdriver, had stripped. The exact location of stripping was where the threads of the short shaft connect with the t-handle. The procedure was completed successfully with no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4) subject device has been received; no conclusions can be drawn as the device is entering the complaint system.device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.